Manufacturer narrative:
It was reported, a cook single-use holmium laser fiber broke near the connecting hub. Cook has been informed that the issue probably occurred during laser fiber reprocessing and no patient was involved. There are no known adverse effects reported due to this alleged device malfunction. Investigation ¿ evaluation. A document based investigation was performed including a review of the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specifications. A review of the device history record and complaint search cannot be performed as the lot number was not provided. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions several different factors affect the life of any fiber, including: improper handling. Never subject fiber optics to sharp bends in handling, use, or storage. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded that based on evidence presented, potential cause of fiber breakage can be related to improper handling of laser fiber could contribute to this event. Per the quality engineering risk assessment, no further action is warranted. We will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
(B)(6). PMA/510k #: k163197 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure using a cook multi-use holmium laser fiber, the fiber broke near the connecting hub. There are no known adverse effects reported due to this alleged device malfunction. Additional patient and event information has been requested. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
Investigation ¿ evaluation: complaint device returned to cook facility for technical evaluation. Visual examination of defective fiber confirmed separation at the point close to connector and total length of fiber measured as 288.5 cm. Based on available evidence, cook has concluded that most probable cause of fiber tip breakage can be related to improper handling of laser fiber and any of the precautions listed in the IFU such as "improper handling", "never subject fiber optics to sharp bends in handling, use, or storage", etc. May contribute to laser fiber breakage. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Event description:
Additional information received on 21feb2020: the fiber break did not occur before or during a procedure. It "probably happened during reprocessing."

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.